Manufacturer narrative:
Result: the coil was intact with the pusher assembly. The pet lock was intact on the proximal end of the pusher assembly. The proximal end of the pusher assembly was kinked. Conclusion: the complaint has been evaluated. The complaint indicates that the ruby coil failed. Evaluation of the returned product confirms that the coil was damaged during use. It appears that the manipulation of the ruby coil caused the coil to separate from the distal detachment tip (ddt). This resulted in a pretention issue, which prevented the ruby coil from functioning properly. If the coil was cycled in and out of a microcatheter or an introducer sheath multiple times, the material may become fatigued. This can result in a product malfunction. These products are 100% functional tested and visually inspected for damage during process inspection.

Manufacturer narrative:
Conclusion:the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
A ruby coil failed. No further information is available.